Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient's infusion set's tubing was detached at the site. Therefore, patient's blood glucose level was 19.1 mmol/l at the time of this event. The infusion set had been used for less than one day. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available